Event description:
It was reported that low pacing lead impedance was noted. Externalized conductors were found via fluoroscopy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.